Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted on the longer exhaust tube at the tube/strain relief junction. This was a site of leakage. The surfaces of the separation appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on all pump tubes. Partial separations within abrasion were noted on the exhaust tube of cylinder 1. This was not a site of leakage. Abrasion was also noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. A group of striations, indicating contact with unshod instrumentation, was noted on the reservoir inlet tube. This was a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing near the tube/strain relief junction of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2017 and removed/replaced on (B)(6) 2021 due to device failure; a tubing break at the pump junction.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a tubing break.